Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient was not sure when she tried to charge and determined she was unable to. Patient confirmed that it had been ¿a couple months¿ since she had charged the ins. Patient services reviewed potential overdischarge (od) considerations. Pss reviewed that this would explain the return of target pain and inability to connect to the ins or charged it. Pss reviewed the third overdischarge consideration being that the patient¿s ins might now be at end of services (eos) once it had brought out of od. No further complication and no symptoms were reported.